Event description:
It was reported that a patient was in a car accident on (B)(6) 2013. It was stated that they found bleeding in the patient's abdomen. It was reported that the patient "was questioning if her device was working." The patient wanted her device checked out by a company representative.

Manufacturer narrative:
Concomitant products: product ID 748966, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 7435, serial # (B)(4), implanted: (B)(6) 2003, product type programmer, patient; product ID 748966, serial (B)(4), implanted: (B)(6) 2003, product type extension; product ID 3998, lot # lb3047, implanted: (B)(6) 2003, product type lead. (B)(4).